Event description:
It was reported the patient heard a noise that sounded ¿like a truck backing up.¿ initially, she thought the sound was from the construction that was going on nearby, but then the patient realized the noise was her pump and then ¿started to feel it.¿ the patient stated she missed a refill appointment and the pump ran out of medication. When she got to her appointment, the health care provider (hcp) said the pump was ¿bone dry.¿ the patient stated this happened ¿a couple years ago.¿ the patient explained the pump ¿hasn¿t been doing what it was meant to do.¿ the patient was still on oral medications. The hcp was said to be lowering her oral meds and increasing the pump dose. The pump dose was increased twice and the patient had an appointment to increase it again the week following this report date. At that time, the hcp will decrease the oral medication dose as well. The patient could tell a difference when the pump was increased. The patient was taking 60mg of oxycontin, three times/day and was down to two 60mg tablets and one 40mg tablet. Pt also takes 15mg of oxycodone 6 times a day. The patient also reported a ¿.036 or 0.36 a couple increases ago.¿ it was not clear if the patient was referencing the dose or concentration. The pump was used to deliver dilaudid at 1mg/day.

Event description:
Additional information reported she had a two cc alarm. The patient was seen by hcp about three to four days after. It was noted that based on her dosage it ¿would be about right.¿ the patient did not experience any symptoms when seen by the hcp. Regarding how the patient was doing, it was indicated the patient was having ¿no problems.¿

Manufacturer narrative:
Corrected information: conclusion codes no longer applicable.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later received indicated the pump was used to deliver demerol. It was unclear if demerol or dilaudid was in the pump at the time of the event.